Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202. The correct lot number is 33515. The correct expiration date is 10/01/2017.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
(B)(6) investigation summary: the investigation included a review of the device history record (DHR), trending of lot number and system risk analysis (sra). Review of the DHR is not required as use error was indicated in this event. Trending analysis by lot number was reviewed from (B)(6) 2016 to (B)(6) 2016 and trending was not exceeded. Visual analysis was not required as the customer indicated the tape changed correctly when run in the same unit with a different load. The most likely assignable cause of the issue was the customer not using the proper trays for processing the cystoscopes. The customer was using a tray that is approved for use in the advanced cycle in the sterrad nx. However, use of the inner tray alone may not be within approved use of the tray. The customer indicated the chemical indicators did not change correctly when this specific device/tray configuration was used. The same tape was used in the same unit with different load content, the chemical indicator tape changed correctly. A field service engineer has since visited the customer to address the issue and the customer has ordered new trays designed to house the cystoscope used in this case. A cycle was run and there were no issues observed with the unit. The issue will continue to be tracked and trended.